Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a trial patient experienced a skin reaction. Patient's mother stated that the trial had to be stopped due the reaction. Patient's mother reported that initially it was noticed that the sensor adhesive was peeling up and that the patient was experiencing itching. An attempt to stick down the adhesive with transparent film and let the patient carry on with the trial was made. However, the itching and discomfort was at a level she could not bear. The patient had hives on her cheeks and did not look well. Once the sensor was removed, an allergic reaction was visible. Reaction was not just under the adhesive but seemed to be inside her body from the sensor itself. Patient's mother believed that the patient being allergic to the sensor/adhesive sent the patient's body into a mess of adrenaline trying to get rid of the allergens. After removal of the sensor, the site itself did not look good. It was stated that the patient was doing better but the site was still giving her problems. Patient's mother stated she would watch for signs of anaphylaxis. The affected area was treated with over-the-counter benadryl. Additionally, it was indicated that the patient had a history of skin and food allergies. Additional event information was not provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined